Manufacturer narrative:
(B)(4). The rosa platform remains on-site with the customer and is pending evaluation by a field service engineer (fse). Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that, during a rosa knee procedure, unintended arm drifting occurred, and a collision and robotic error were experienced. No patient harm or adverse impact has been reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; e1; e2; e3; g2; g3; h2. The investigation is ongoing. Upon completion, a supplemental MDR will be submitted.

Event description:
No additional information available for the reported event.